Manufacturer narrative:
The biomedical engineer (bme) reported that six bedside monitors (bsms) that were monitored by the central nurse's station (cns) disappeared off the cns. All six tiles are completely blank except for the bed and device ID. They were able to get most of the beds to return after performing a reboot of the cns. However, as they were confirming that the issue was resolved; all six beds once again disappeared after they went into the all beds screen. Nihon kohden technical support (tech support) confirmed with the customer that the cns and bsms have been rebooted multiple times. Tech support also confirmed that one of the bsms has been swapped out with a known functioning device. The network cables have also been swapped out, but the reported issue persists. Tech support then asked whether or not the bsms were able to be seen on the cns host table, and they confirmed that they were all present despite no data being displayed in their corresponding tiles. No patient harm was reported. Attempt #1 on 08/26/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided additional device information, but they did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor. Model: bsm-6301a. Sn: (B)(4). Bedside monitor. Model: bsm-6301a. Sn: (B)(4). Bedside monitor. Model: bsm-6301a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that six bedside monitors (bsms) that were monitored by the central nurse's station (cns) disappeared off the cns. All six tiles are completely blank except for the bed and device ID. They were able to get most of the beds to return after performing a reboot of the cns. However, as they were confirming that the issue was resolved; all six beds once again disappeared after they went into the all beds screen. Nihon kohden technical support (tech support) confirmed with the customer that the cns and bsms have been rebooted multiple times. Tech support also confirmed that one of the bsms has been swapped out with a known functioning device. The network cables have also been swapped out, but the reported issue persists. Tech support then asked whether or not the bsms were able to be seen on the cns host table, and they confirmed that they were all present despite no data being displayed in their corresponding tiles. No patient harm was reported.